Event description:
The reporter stated that the patient was hospitalized for a blood glucose of 'hi' on the meter (over 600 mg/dl). The patient was given an insulin injection prior to going to the hospital and bg decreased to 451 mg/dl. The patient was given a second insulin injection by the health care provider and the patient's bg dropped to 50 mg/dl. The reporter stated that earlier that morning the patient's bg was normal and increased to 300's mg/dl during the day and jumped to high after the patient got home. The reporter stated that the site was changed that morning and was changed three times without improvement. The reporter stated that the patient was not feeling well and the patient came down with a virus the following week but was unsure if the patient was sick at the time and the patient may have been going through a growth spurt. Customer support reviewed the pump with the reporter and confirmed that all settings were correct. There was a low and empty cartridge in the alarm history but the prime history showed that the pump was primed within 5 minutes of each alarm. This report is made based on the allegation that the patient was hospitalized for hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows a manual date change at 2:28 pm from (B)(6) 2012 to (B)(6) 2011. Daily insulin delivery totals were inconsistent due to the date change. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the audio bolus button cover was coming off the pump. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.